Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a proximal rca lesion that had been pre-dilated. Upon removal, damage to the distal end of stent was noted. No patient injuries or complications occurred.